Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate antitachycardia pacing and shock therapies for a supraventricular tachycardia after several atrial events fell into pvab. The device did eventually return to sinus after breaking the atrial rhythm. No patient symptoms were reported. The patient received another shock while at the hospital for atrial flutter. Device programming was completed. Atrial flutter ablations were also performed. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that two atrial flutter ablations were performed due to inappropriate therapy, as patient was not comfortable on replying on programming alone and was emotionally traumatized. The physician suspects the patient has not fully recovered.